Manufacturer narrative:
Weight - (B)(6) kg. Implanted date: device was not implanted. Explanted date: device was not explanted . Initial reporter occupation - cath lab manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they had issues deploying an angio-seal vip device. They stated that it did not deploy correctly, so they ended up pulling the device and holding pressure. Additional information was received on 30sept2021. The doctor stated that he felt like the transition between the dilator and sheath had changed, meaning it was not as smooth as it used to be. He had difficulty inserting the sheath in some instances and feels this may be contributing to trauma to the arteriotomy. We demonstrated the proper deployment of angio-seal in the model and discussed tips on facilitating easier insertion. Additional information was received on 04oct2021. Standard steps were taken for deployment. The anchor (footplate) or collagen did not deploy. The account is unaware if any bio-absorbable components left in the patient. Procedure was a left heart catheterization with atherectomy with stent (des) deployment using a 6fr standard groin sheath. A pre-deployment angiogram was performed. It was not a smooth transition. It felt as though the angio-seal device was not beveled enough when inserting into sheath. The sheath was pulled manually when act was at desired range to achieve hemostasis. The estimated blood loss was 50cc. There was no noticeable damage to the device. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update sections d9 and h3 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The likely root cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.